Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin was squirting out during manual prime. Customer's blood glucose was 105 mg/dl. Device alarmed compromised force sensor system alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, self-test, off no power test and unexpected restart error test. The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. We were unable to verify prime alarm due to motor error alarms. We were unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked battery tube threads.